Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event description, the cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that all supply bags were not properly connected as there was a loose connection. The technical service representative assisted the hp with power cycling the hc. The alarm was explained. The hp would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.